Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.

Event description:
Pain from right knee down to toes [arthralgia]; swelling in right knee down to toes [joint swelling]; injection did not work at all [device ineffective]. Case description: spontaneous report was received on (B)(6) 2010, from a (B)(6) female pt, initials (B)(6), with a history of osteoarthritis, who experienced knee pain, knee swelling and a lack of effect (device ineffective) after starting synvisc-one. The pt reported that she received one injection of synvisc-one into her right knee on (B)(6) 2010. The pt reported that following the injection she continued to experience knee pain and knee swelling and stated that these symptoms were worse than they had been prior to receiving the synvisc-one injection. The pt reported that these events did not require additional treatments. The product lot number was not reported. At the time of this report the outcome of the pt was not yet recovered. Follow-up info was received on (B)(6) 2010, in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info was received on (B)(6) 2011, from the pt. The pt reported that she did require treatment for her symptoms. The pt reported she had total knee replacement surgery in (B)(6) 2010 (exact date not provided). The product lot number was not reported. At the time of this report the outcome of the pt was unk.